Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events on (B)(6) 2025 and (B)(6) 2025. The event occurred after three or more hours of insertion. The insertion site was belly. The infusion set was in use for one day. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.